Event description:
The pt was having abdominal and bilateral runoff studies. Stenosis was found in the left iliac. The balkin sheath was placed on the right side. They advanced the angioplasty balloon through the sheath and the radiopaque band came loose and wedged between the sheath and stenosis. Another sheath was subsequently placed on the left side. A gooseneck snare was removed. A palmaz stent was subsequently placed and the pt was urokinased for four hours. The pt later developed a "grain" hematoma in the right groin.